Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion being treated was located in the calcified and moderately tortuous right coronary artery (rca). Rotational atherectomy was performed with a 1.50mm rotablator device. A non-bsc guide wire was then advanced and predilation performed with a 2.50mm non-bsc balloon catheter. A 2.50x20mm promus element stent delivery system (sds) was then advanced to the rca and would not cross the lesion. An additional non-bsc guide wire was advanced to perform the "parallel wire technique" and the promus element sds was still unable to cross the lesion. When the promus element sds was withdrawn it was noted that the distal part of the stent was lifted. The procedure was completed with the deployment of another 2.50x20mm promus element stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).